Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device could not confirm the reported complaint of simultaneous deployment as both ts remain on the delivery needle. The depth limiter has been removed and placed back on the depth gage lock hub with the depth marks facing in the incorrect direction. The suture is sticking out of the proximal end of the depth limiter. The needle is dramatically bent on two planes. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Per the device under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery, ts were deployed and fall out at the same time. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.